Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with cracks on the battery tube thread, reservoir tube lip, and bleeding lcd glass. There were also cracks on the case near display window corners, display window and there were also minor scratches on display window.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 7.0 mmol/l at the time of the incident. The customer¿s mother reported customer slipped on ice and cracked and shattered the insulin pump screen. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.